Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by +7%. No patient involvement reported.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by +7%. No patient involvement reported.

Manufacturer narrative:
Other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good condition with scratched screen. No keypad/labels were removed. The customer?s concern regarding failed accuracy was unable to be confirmed. However delivery accuracy testing on the pump, supports the complaint. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification, but within the published specification. As preventative, the pump?s expulsor was trimmed to bring trimmed to bring the pump's delivery into more nominal range. (B)(4) was used to test the back-up capacitor. The device passed the test and alarmed for longer than the required 2 minutes and 30 seconds.